Manufacturer narrative:
(B)(4).

Event description:
A us distributor notified zoll that a patient had a skin irritation. On (B)(6) 2016 the patient reported to the distributor that his back was hurting and that he had was developing sores under the lifevest electrodes. He reported using neosporin and band-aids on the affected areas. During a follow up on (B)(6) 2016 the patient reported that his doctor instructed him to use a cream. He reported that the sores were healing due to its use. He reported no further pain.